Event description:
It was reported that the customer was hospitalized for high blood glucose of 586mg/dl. It was stated that the customer was throwing up and dehydrated. It was stated that the customer changes the infusion set every three days. Troubleshooting was performed. The customer stated that sometimes he notices red or swollen sites. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.